Manufacturer narrative:
The lens was returned to the MFR and evaluated. Both haptics were evaluated to be broken. However, it is quite possible that the haptics were broken during removal from the eye due to the nature of the problem. This report was mailed in to FDA on: 1/24/97.

Event description:
Lens was removed due to corneal touch and the haptic had grown into the iris.